Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin occlusion alert persisting for over an hour with concurrent severe hyperglycemia, confirmed by a fingerstick reading of 584 mg/dl; the user opted to disconnect the pump, administer subcutaneous insulin by pen, and later performed a full supply change of the infusion set, after which glucose returned to 140 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump therapy and recovery of glucose to target range without hospitalization. Investigation included remote troubleshooting and user education on occlusion alerts and infusion set replacement. Investigation of this case revealed an occlusion associated with the infusion set that resolved only after changing supplies, consistent with an infusion delivery obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.